Event description:
Implant loss. Customer reported: implant lost on (B)(6) 2026; no issues during the healing period the patient reports that she suspects she has a uterine tumor in her lower abdomen.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.